Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart error test. No unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and stained end cap sticker noted.

Event description:
The customer reported that the insulin pump had an error alarm. Blood glucose level at the time of the incident was 98 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.